Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer steerable delivery sheath. No pericardial effusion was observed prior to procedure. The transseptal puncture was inferior/mid. The amulet was implanted with no reported complications after 3 partial recaptures and 1 full recapture. Several hours after procedure, the patient complained of chest pain. Echocardiogram was performed and no effusion was observed. Shortly after the echo, "the patient tamponaded" and was taken to the cath lab where pericardiocentesis was performed and 300cc was drained. The patient reportedly did well and is in stable condition.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer steerable delivery sheath. No pericardial effusion was observed prior to procedure. The transseptal puncture was inferior/mid. The amulet was implanted with no reported complications after 3 partial recaptures and 1 full recapture. Several hours after procedure, the patient complained of chest pain. Echocardiogram was performed and no effusion was observed. Shortly after the echo, "the patient tamponaded" and was taken to the cath lab where pericardiocentesis was performed and 300cc was drained. The patient reportedly did well and is in stable condition.

Manufacturer narrative:
It was reported that several hours after amulet implant procedure the patient complained of chest pain and shortly after the echo was performed, the patient had tamponade. Information from field indicated that there was no pericardial effusion observed prior to procedure. Field also indicated that the amulet was implanted after 3 partial recaptures and 1 full recapture. It is possible that the reported operational difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of reported incident could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as pericardiocentesis was performed and 300cc was drained. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.